Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the gun and the staple were normally connected, and the normal test was performed. The front end was normally opened and closed, but the green safety cartridge couldn't be normally activated. Another device was used to complete the case. There was no patient involvement.